Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The vector of the left ventricular (lv) lead was reprogrammed however the diaphragmatic stimulation returned. The output of the lv lead was later reduced and the diaphragmatic stimulation was resolved. The lv lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information received indicated the lv lead was reprogrammed again six months later. The lv lead remains in use.